Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "28 mar 2025, the luer hub/fitting has crack during used on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00327, 9680794-2025-00504, 9680794-2025-00503.

Manufacturer narrative:
(B)(4). One unit of hemodialysis catheter was returned for evaluation. Lumen was observed to damaged with a hole in the venous extension lumen line. Leak was observed from this spot. The returned connector assembly was tested per the instructions-for-use (IFU) provided with this kit. The IFU states, "flush hub connection assembly with sterile normal saline for injection and clamp extension lines to contain saline within lumen(s)." A lab inventory syringe filled with water was used to flush the connector assembly. Leaks were observed from the venous extension line at the hole section. One unit of hemodialysis catheter was returned for investigation. Extension lumen was observed to damaged with a hole in the tube. Leak was observed from this spot when functionally tested. A device history record review was performed, and no relevant findings were identified. No additional information was received from the customer. Based on the information, the most likely root cause of the issue is unintentional user error. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "(B)(6) 2025, the luer hub/fitting has crack during used on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00327, 9680794-2025-00504, 9680794-2025-00503, and 9680794-2025-00502.